Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open.

Event description:
Sales rep reported on behalf of physician, "unable to open implants container and maintain sterility. Inside container was stuck t2o outer plastic container and could not be removed in the or. Sterility was compromised." Device not implanted.

Manufacturer narrative:
Corrected data: h.1 in initial medwatch should have been listed as malfunction.

Event description:
Sales rep reported on behalf of physician, "unable to open implants container and maintain sterility. Inside container was stuck t2o outer plastic container and could not be removed in the or. Sterility was compromised." Device not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: observed delamination of the lid. As per the investigation procedure intact an functional was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Sales rep reported on behalf of physician, "unable to open implants container and maintain sterility. Inside container was stuck to outer plastic container and could not be removed in the or. Sterility was compromised." Device not implanted.